Event description:
It was reported that "the nurse found the swg kinked during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 3006425876-2025-00108 and 3006425876-2025-00109.

Manufacturer narrative:
Qn#(B)(4). The customer returned an opened cvc kit with various components. The guide wire and the catheter will be analyzed as part of this complaint. It was observed that the guide wire was returned inserted through the catheter body. Signs of use in the form of biological material were observed inside the catheter body. Visual examination revealed the guide wire is unraveled from the distal end and has four major kinks along the body. Microscopic examination of the guide wire confirmed the damage and revealed that the core wire was broken 1cm from the distal weld. Both welds were present and appeared full and spherical. Visual and microscopic examination of the catheter did not reveal any defects or anomalies. The major kinks in the guide wire body measured 20mm, 111mm, 210mm, and 442mm from the proximal weld. The point of separation on the core wire measured 1cm from the distal weld. The total length of the broken core wire measured 602mm , which is within the specification of 596mm-604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.790mm , which is within the outer diameter specification of 0.788mm-0.826mm per guide wire product drawing. The catheter body length measured 214mm, which is within the specification of 207mm-227mm per catheter product drawing. The catheter body outer diameter measured 2.38mm , which is within the specification limits of 2.36mm-2.46mm per the catheter extrusion product drawing. A lab inventory guide wire was inserted through the returned dilator. No resistance was encountered as the guide wire passed completely through the catheter. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test revealed that the core wire was secure to the respective ends of the distal and proximal welds. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken 1cm from the distal weld. The guide wire and catheter met all relevant dimensional and functional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the nurse found the swg kinked during used on the patient". They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report number 3006425876-2025-00108.